Event description:
Customer reports obtaining a result of 380mg/dl while the doctor's device read 150mg/dl at the same time. No treatment received. No strip info provided. No quality controls were used. Requested return of suspect device and replacement was sent.